Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling which caused an error message to appear temporarily at the facility. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found water tightness was lost due to a pinhole on the bending section rubber, switch 1 did not work due to damage, switch 2 did not work due to corrosion on the switch box, there was no image due to damage on the plug unit, water tightness was lost due to a crack on the scope connector, and water tightness was lost due to a crack on the scope connector cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 scope communication error. The issue was found during preparation for use in a diagnostic endoscopy procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.